Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6). Product ID: a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative reported they requested the steps to clear data due to the 90% lag when connecting to the pump.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, lot# serial# (B)(6), product ID a820, lot# serial# unknown, product type software, section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding an external device. It was reported that for the past couple of months when the patient does a bolus the handset goes to 90% of connecting to the pump and then it takes almost five minutes to do the last 10%. The patient stated when they are able to connect to the pump it does not get stuck at 90% when delivering the bolus. Additional information was received from the patient¿s husband who reported that his wife's ptm (personal therapy manager) would get stuck at 90%. The agent walked the caller through clearing data to resolve the issue.